Event description:
It was reported that during an unknown procedure, the device (suture (staples?)) Failed. The surgeon had to turn stand by to ready statement every time the gen04 failed to allow the surgeon continuing the procedure, as safe as he could. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information requested: in the event it states that the device failed to suture: does this mean that the device cut and did not staple? Was the procedure done open/laparoscopically? What device was used for the proximal and distal transaction? What color reload? What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? (Ex. Hand tied purse string, purse string device) how was the purse string placed, by hand or with an assist device? If an assist device, what product? Was the spike of the trocar inserted lateral or through the staple line? What confirmation did the surgeon receive that the anvil was firmly attached? When the device was fired, where was the indicator within the green zone/gap setting scale? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? Was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device? Is a pathology specimen and/or report available? What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Did the operation change significantly as a result of the device issue? What is the patient's age and sex? Did a hcp other than the primary surgeon fire the instrument? If so, whom? Was there a recent conversion to ees devices in this account or with this surgeon? How was the procedure completed?

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition, fully loaded with staples and with the breakaway washer uncut, indicating that the device had not been fired. The device was tested for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).